Event description:
Reporter stated that user's finger was cut two times by broken glass from glass ampule of control. User cleaned finger with alcohol and applied a bandage. Finger was sore for awhile.